Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 420 mg/dl. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. As treatment, a new pod was applied.